Manufacturer narrative:
Hologic technical support (ts) reviewed all of worklists and noted no hardware or reagent preparation issues. Suspected potential sample mishandling or low target samples. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue. Other.

Event description:
On (B)(6) 2025, customer reported 7 discrepant results using aptima hpv assay on panther fusion instruments. All 7 samples were initially run in hpv worklist 003175-20250423-02 using aptima hpv assay (ml: 911442) on panther fusion instrument (sn: (B)(6). Four samples resulted hpv positive (sample ID# (B)(6), while the other 3 samples resulted hpv negative (sample ID# (B)(6). Customer retested the samples in hpv worklist 002809-20250425 using aptima hpv assay (ml: 908328) on panther instrument (sn:(B)(6) and obtained discrepant results for each sample: the 4 initial hpv positive samples resulted hpv negative and the 3 initial hpv negative samples resulted hpv positive. Customer then retested the same samples again in hpv worklist 002640-20250427-11 using aptima hpv assay (ml: 911623) on panther fusion instrument (sn: (B)(6) and obtained 2 discrepant results compared to the retested results: sample ID# (B)(6) retested hpv positive and sample ID# (B)(6) retested hpv negative. Customer decided to report 2 of the samples (sample ID# (B)(6), as hpv positive and the 5 other samples as hpv negative to physicians/patients. Customer did not provide any patient treatment information. Hologic has not been informed of any adverse patient outcomes related to this situation.